Event description:
It was reported that the ao60g intraocular lens tore in half during insertion due to splitting of the injector. The type of injector used during the surgery is unk. The lens was subsequently removed through an enlarge incision.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.